Event description:
The following information was reported to gore: on (B)(6) 2024, a patient underwent endovascular treatment of a thoracic aortic aneurysm using gore® dryseal flex introducer sheath (dsf). During the treatment, a 24 fr dsf was inserted from the right femoral artery, however it was not able to be advanced. The dilator was inserted, however it was not able to be advanced from around the branch of the right external iliac artery and the right internal iliac artery. The physician decided to change the access site to the left side. When removing the dilator, the access vessel was damaged and blood pressure was reduced to 30s mmhg temporarily. A balloon was used from left side to occlude the abdominal aortic artery. Then a graft replacement was performed from the right femoral artery to the right external iliac artery using a 10 mm triplex. The endovascular treatment was planned to be performed at a later date. The patient tolerated the procedure. The physician stated that although he was aware that the diameter of the external iliac artery was smaller than the applicable sheath diameter, he believed that insertion could be done because there was little calcification. However, the patient was an elderly female and her vessel was fragile. Reportedly, the vessel diameter of the right femoral artery thru the right external iliac artery was 7.3 mm - 8.1 mm.

Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.